Manufacturer narrative:
Device analysis was not complete as of the date of this report. A f/u report will be submitted when device analysis is complete.

Event description:
The device was returned to the manufacturer with no info. The manufacturer's device tracking system indicated the pt had expired. The cause of death was unk. Add'l info has been requested, but was not available on the date of this report.